Event description:
The device (forceps cev525 fenestrated 20mm jawz) was returned to mxi for service and repair. There was no reported patient impact.

Manufacturer narrative:
(B)(4). Analysis of the device (forceps cev525 fenestrated 20mm jawz) indicated that the pin is missing and there is no chamfer on the body of the device. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).